Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned. An external abrasion was noted at 7.3 cm to 7.5 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.